Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 202 mg/dl. The customer stated that the screen returns when he pressed the escape key twice. When the customer pressed the down arrow key, the light turned on and stayed on the display as well. The customer stated that the screen goes blank when he pressed the act or bolus button. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies and with corroded motor home switch. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.